Event description:
It was reported the pt's scs ipg was almost depleted following implant ((B)(6)). Upon his release, the pt was provided instructions regarding how to charge his ipg. The pt reported he was able to fully charge the ipg; however, the ipg was depleted again the next day. It was noted the pt did not experience any difficulty establishing communication between the ipg and charging system. A replacement charging system did not resolve the issue. The physician elected to explant and replace the ipg to address the reported issue. Effective stimulation was achieved following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.